Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/17/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events neurological symptoms and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: neurological symptoms and lump/nodule.

Event description:
The patient reported having "a lump or thickening in or near the breast or in the underarm area." Side unspecified, this record is for the left side. The patient additionally reported having a neurological disease, specified as "comlex migraines, tia." No treatment or surgical reoperation has occurred. Device has been explanted and replaced.